Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer's fse replaced the data acquisition board and the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the adverse event.

Event description:
The patient was intubated.

Manufacturer narrative:
The data acquisition board was returned to the manufacturer for failure investigation. Visual inspection found no sign of damage or contamination. The board was tested in a failure investigation test ventilator. The pressure accuracy test was executed and passed. The ventilator was power cycled every 30 seconds for two hours without errors occurring. No failure was found.

Event description:
The customer reported the device alarmed and stopped working due to a machine and proximal pressure sensor failure (error code 1007). This occurred in the intensive care pediatric unit. There was no patient harm reported. Patient information has been requested.